Manufacturer narrative:
Investigation summary: no sample was received. No photo was provided. Investigation conclusion: this is the 1st complaint for lot # 8265686 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause can¿t be confirmed.

Event description:
It has been reported that one bd¿ pre-filled normal saline syringe has been found cracked before use. The following has been provided by the initial reporter: before use, customer complaint 1ea flush barrel cracked.